Manufacturer narrative:
(B)(4). PMA#: k081047; k123188; k133786. The previous repair report for ultra duo flex cart unit was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Using crm to query for the device was noted to have been previously repaired three times, the previous repair being for a connection issue on (B)(6) 2017. The connection issue was not associated with the current repair, so the previous repair was a non-related issue. On (B)(6) 2018, it was reported from (B)(6) medical center that the unit was reading zero fluid level, when there was fluid inside the cylinder. Md biomedical was contacted about the unit and dispatched a service technician to be at the site. On (B)(6) 2018, the technician confirmed that the unit was reading inaccurate fluid level in the cylinder. So he replaced level sensor (part#91584, lot#0026506) and then he verified that the cart was functioning as intended. The device was tested, inspected, and repaired as per cl ¿ repair cart and evac.: 0. On (B)(6) 2018, a returned product investigation was performed on the level sensor. The investigation revealed that level sensor was 3 wired with old firmware. The root cause of the reported issue was due to a level sensor malfunction. The reported event was confirmed during inspection of the device and the device was noted to be functioning as intended after the level sensor was replaced. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the ultraflex duo high fluid cart was reading zero. No adverse events were reported as a result of this malfunction.